Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. The device was successfully verified within the site visits for preventive maintenance before and after the given treatment days and showed no abnormalities that could have contributed to the reported event. Clinical application specialist review concludes that central islands after refractive surgery are defined as follows in literature: a central island is defined as a localized elevated area in corneal topography after excimer laser application for myopic correction. This reported case does not show such a finding. Checking literature, central islands are usually not reported when using a flying spot laser. Local clinical application specialist also reported that not all patients had this pattern, therefore it is highly unlikely that it is related to device. Logfile review for the day of treatment shows all laser system functions were within specifications for the respective treatment. According to the quick start up manual the system needs a warm-up time of thirty minutes. The system successfully passed all initialization steps. The logfile shows eight successfully performed treatments on that day. The reported treatment could be identified in the logfile. The user performed an energy check before the reported treatment. The energy was stable during the whole day. During the preparation of the treatment the warning message patient bed position undefined. Check bed position and selected eye appeared. It is not possible to see whether user corrected patient bed position or not in logfile. The logfile shows that the reported treatment for left eye was performed successfully without interruptions. Review of the logfiles for the treatment day shows no warning or error messages. No technical root cause could be identified. The system was working within specification. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that several patients have post operative topography which shows a central island in the left eye of patient, after wavefront optimized treatment. There are multiple related reports for this reported event. This report addresses patient initials psi, left eye, and another manufacturer report will be filed for the fellow eye.